Manufacturer narrative:
(B)(4). Customer has confirmed that no sample will be made available for analysis. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our data base and monitored through trending.

Event description:
Customer reported nurse tried to inflate the cuff and it appeared that it was not inflating. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt. Customer confirmed that no fault was identified during pretesting efforts.